Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Reportedly the home pt had disconnected their transfer set from the pt line of the homechoice set during a dwell phase and did not reconnect in time for the following drain cycle. After receiving the alarm the home pt reconnected themself to the setup. Baxter's technical svc ctr assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.